Manufacturer narrative:
The event date is an approximate date. The explant date of (B)(6) 2007 is an approximate date. Only the year is known.

Event description:
It was further reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery sometime in 2007, due to an infection. The patient reported that his urethral lumen was closing and therefore retaining urine. This issue led to the patient experiencing multiple infections. The patient was placed on cipro treatment as a result. The patient reported that the recurring infections were resolved after receiving the replacement aus in 2007. The explanted aus, which was approximately 15 years old, did not cause or contribute to the reported infections. The patient further reported that after receiving the replacement aus, the only symptom that they experienced was minimal leakage. The patient used safety pads to address this issue. It is unknown if the explanted aus was returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
The event date is an approximate date.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to infection on an unknown date. The patient reported that his urethral lumen was closing and therefore retaining urine. This issue led to the patient experiencing multiple infections. The patient also reported that this issue of the recurring infections was resolved after the aforementioned revision surgery. The patient reported that since the revision surgery, the only symptom that they have experienced is minimal leakage. The patient has had their existing aus for approximately fifteen years.